Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The material analysis of the arc mark found lead material, confirming the origin of the arc damage was from a damaged lead. The q2 and q4 transistors were damaged.

Event description:
It was reported that during implant the device exhibited true over current detection and backup operation. The device was removed and replaced.